Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/07/2015 with the following findings: the pump keypad was observed to be peeling off. All of the keypad buttons were found o be responding appropriately to button presses. The keypad was removed and no button contact defects were found. Unrelated to the complaint, the display screen was observed to be dim and discolored with a reddish hue and battery compartment was observed to be cracked. The returned battery cap was able to secure appropriately to the pump for investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the keypad was peeling and the ok button had become under responsive to button presses. The reporter confirmed that there was no impact on the pump¿s insulin delivery. The reporter indicated that there was no noted moisture ingress related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.